Manufacturer narrative:
The data suggest that the reagent itself is likely not the primary cause, as the issue only manifests after two weeks of on-board stability. The discrepancy in patient results (0.5% absolute difference) confirms a negative bias consistent with the qc drift. A gradual decline in qc over time is indicative of buildup in the cuvettes. The field service engineer replaced the reagent probe, adjusted fluidic components, adjusted the water level and gear pump, and cleaned the water tank. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Manufacturer narrative:
The serial number of the c311 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application on a cobas 4000 c311 stand alone system. The sample initially resulted in an hba1c value of 4.8 %. When tested on an unknown point of care device, the result was 5.3 %.